Manufacturer narrative:
Two photographs received for evaluation. Leakage was noted in the filter. A review of the production floor was conducted, a sample of 32 units were taken in order to verify that all joins are properly adhered; no discrepancies were detected. Four (4) samples of the production floor were tested using a hydrostat vessel; no discrepencies noted. The reported customer complaint has been confirmed as a result of manufacturing.

Event description:
Information was received that device had drug leakage through the cadd extender filter. Event occurred after use; child's mother detected a leak and immediately requested outpatient care, and informed the nurse about the incident. The patient went to the clinic, where they reprogrammed and exchanged for another material in perfect condition, as there was a loss of medication. No patient injury resulted.